Event description:
It was reported that this patient with a magna 21mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to unknown reasons. A 20mm s3u was successfully implanted. Patient is doing great.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that this patient with a 21mm 3000 aortic valve implanted 17 years, underwent a valve-in-valve procedure due to unknown reasons. A 20mm s3u was successfully implanted. Patient is doing great. Per physician, surgical valve did not prematurely fail and served the patient well.